Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation damage. This lead exhibited oversensing with no pacing inhibition. The device system was replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.